Event description:
Approximate onset: (B)(6) 2023 (battery exchange), with significant worsening in (B)(6) 2026. In (B)(6) 2023, I underwent a battery exchange for a boston scientific spinal cord stimulator (lower lumbar unit). Following the procedure, I experienced issues with the patient remote, including a malfunction. A replacement remote was provided, but it was not registered to my account. During the use of this replacement, I continued to experience remote-related issues. A subsequent remote was later provided. During this period, the neurostimulator device began turning off without user input despite being intended for continuous operation. These concerns were reported to the manufacturer representative but were not substantiated at that time. In (B)(6) 2025, I underwent a trial for a second (cervical) spinal cord stimulator. During the trial, I experienced a loss of consciousness (syncope). This event was reported to the manufacturer representative, pain management physician, and neurosurgeon. The procedure proceeded without a documented change in plan. In (B)(6) 2025, the cervical stimulator was permanently implanted. Following the procedure, I was admitted to the hospital for observation. After surgery, I experienced complications, including abnormal swelling in my limbs and loss of sensation, resulting in three emergency room visits. Since implantation, my pain has worsened, requiring increased medication and additional medical care from multiple specialists. I have made repeated attempts to obtain support and documentation from the manufacturer, including requests for device records, interrogation logs, and information regarding a manufacturer advisory indicating that my lower lumbar ipg model may be within a population affected by firmware-related malfunction. I was informed that my request was forwarded internally; however, I have not received the requested information. I also experienced communication issues with the manufacturer's field personnel, including an attempted attendance by a territory manager at a medical appointment without prior consent, and a lack of attendance by the assigned representative without explanation. Since (B)(6) 2026, I have not received ongoing support from the local manufacturer team despite repeated outreach. A formal complaint was submitted to the manufacturer and was assigned complaint numbers; however, no follow-up communication or status updates have been provided after assignment. Due to ongoing device concerns, lack of resolution, and worsening symptoms, I am now pursuing surgical removal of both implanted devices. This report includes concerns related to device performance (unexpected shutdowns), possible advisory-related firmware issues, adverse health events following implantation, and lack of communication following formal complaint submission. After months of ongoing extreme pain, swelling, loss of sensation, and blackout episodes, I was admitted to the hospital for evaluation. Neurology and pain management teams evaluated my condition and discussed the potential involvement of the implanted stimulators. Additional treatment options, including alternative pain management strategies, were discussed. The manufacturer was informed of these events every step of the way. Pt: 4411, 4577, 1994. Device: 4019, 2292, 2880. Reference: mw5187573, mw5187575, mw5187576.